Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. The reported phenomenon could be reproduced. The locking lever of the connector socket was broken. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that the power button of the device was kept pressed. The user returned the device to olympus repair center. Olympus repair center confirmed the device and found that the power of the device could not be turned on due to the broken power button of the front panel. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. -this device was a product prior to countermeasures of a design change of the power switch. The power switch might be damaged due to the amount of operating force applied to the power switch. -the unlocking lever was worn. -aging deterioration may have caused the defect because 6 years have passed since the device was delivered. If significant additional information is received, this report will be supplemented.